Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed exposed wires of the power supply. Based on the condition of the damaged cable it was recommend using a golden power supply to avoid any sparking and damages. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power supply. The patient electronics device was replaced and there were no adverse consequences reported by the patient.